Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Fixos 4.0 pt screw broke at shaft while passing joint like in foot and ankle procedure

Manufacturer narrative:
The reported event that headless compression screw fixos 4.0mm/l46mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition unknown.

Event description:
Fixos 4.0 pt screw broke at shaft while passing joint like in foot and ankle procedure.